Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 for sutures and incision enlargement. Section h6 - health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a cataract phacoemulsification surgical procedure, one of the haptics of the intraocular lens (iol) was found to be amputated during its introduction into the capsular bag. The issue required increased manipulation in the anterior chamber and cornea. To resolve the issue, the iol was replaced with another model lens. No aggravating health conditions were reported for the patient. Through follow-up, we learned that the directions for use of the device was followed. Product was removed and another lens was implanted during the same procedure. Sutures and an incision enlargement were performed. The patient is recovering well; however, under monitoring due to corneal edema. No further information was provided.